Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, on the second firing with a green cartridge the knife advanced 1 cm and stopped. There was no power. They hit the reverse and it did not work. They could not get the jaws open. They were able to remove the device from the tissue without opening the jaws. There was no reported damage to the tissue once removed. A new device was used to complete the procedure. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was received for analysis with an ecr45g cartridge loaded on the device. The returned reload was received fully fired and in good visual condition. Upon further inspection, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.